Event description:
I reviewed the surgeons report which stated that the pt fell and it resulted in a broken im nail. The surgeon further stated that an exchange nail surgery was required to repair the fracture and replace the sign in nail with a new one. I reviewed the pt x-rays which confirmed the surgeons report. Cause: pt fell causing re-fracture and breakage of an implanted im nail. No indication of product defect.